Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a deep venous catheter was implanted for dialysis and had been used for more than four months. During dialysis, there was blood oozing, infection, and air ingress, and cracks were found at the catheter port. The event was reported as preliminary action.

Manufacturer narrative:
Additional information: b5, d6a, g3, h6 correction: e1 (postal code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a deep venous catheter was implanted for dialysis and had been used for more than 4 months. During dialysis, there was blood oozing, infection which was redness and swelling at the catheter insertion site, and air ingress, and cracks were found at the catheter venous port. Flushing was done prior to use and had no abnormality. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. No cleaning agent was used on the device. The method utilized to tighten the adapters was by hand. They replaced it with the temporary tube joint instead, and the event was reported as remedial action performed to resolve the issue. The catheter was not removed or replaced and was still in use. There was about 30 milliliters of blood loss. Blood transfusion was not required. No medical intervention or treatment was required as a result of the event. No medications were given to the patient due to the event. Blood culture was not performed. The patient did not require hospital admission or prolonged hospitalization as a result of the reported event. The patient was in stable condition.

Event description:
According to the reporter, a deep venous catheter was implanted for dialysis and had been used for more than four months. During dialysis, there was blood oozing, infection, and air ingress, and cracks were found at the catheter venous port. Flushing was done prior to use and had no abnormality. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. No cleaning agent was used on the device. The method utilized to tighten the adapters was by hand. They replaced it with the temporary tube joint instead, and the event was reported as remedial action performed to resolve the issue. The catheter was not removed or replaced and was still in use. There was about 30 milliliters of blood loss. Blood transfusion was not required. No medical intervention or treatment was required as a result of the event. No medications were given to the patient due to the event. Blood culture was not performed. The patient did not require hospital admission or prolonged hospitalization as a result of the reported event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, d6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.